Event description:
When using electrosurgical pencil to cauterize bleeding around surgical wound, vapors from cavilon barrier film pad ignited, causing cavilon pad to catch fire and burn. Diagnosis or reason for use: cleaning skin.